Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This is a reportable malfunction. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for (B)(6), lot no: 736563. The product was manufactured to specifications and met all acceptance/inspection criteria. Photographic images were made. (B)(4) - evidence that product in specification when used, undetermined.

Event description:
Allegedly screwdriver tip broke off into locking head.